Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening extended on anterior and underweight. A visual and microscopic analysis was performed which identified: striated opening on anterior, creases fold and wear abrasion. Base on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. The event of "wound dehiscence" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "open wound".

Event description:
Healthcare provider reported reason for left side removal as "open wound." Device has been explanted.